Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump requested the customer to perform the load fill tubing sequence multiples times during the load sequence. Reportedly, the customer reverted back to manual injections for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.